Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right ventricular (rv) lead exhibited low pacing impedance despite multiple repositioning attempts at different locations. The rv lead was not used and replaced to complete the procedure. The patient was in stable condition.